Manufacturer narrative:
Concomitant medical products: 5076-45 lead, implanted: (B)(6) 2004. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead exhibited high thresholds, high/undefined pacing impedance, oversensing, and elevated sensing integrity counter (sic). The rv lead was reprogrammed and remains in use; however, a lead revision will be scheduled. No patient complications have been reported as a result of this event.